Event description:
It was reported that during a hip procedure, the liner would not seat neatly. The liner became slightly detached from the rear outer side of the cup. The surgeon tried to remove it several times with an elevator but could not. The surgeon decided to keep the liner implanted as is. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(6). G2: foreign. Event occurred in japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.